Manufacturer narrative:
Patient age, date of birth, gender, and weight are not available. The device was returned to the manufacturer for evaluation. Visual inspection and simulated use testing revealed a kink in the working length of the device 8.5 inches from the end of the strain relief. The balloon inflates. Also, 0.035 prep kit guidewire could be passed through the lumen albeit with significant resistance through the kink.

Event description:
It was reported that during preparation for a lead extraction procedure, the bridge occlusion balloon could not be loaded onto the guidewire. Reportedly, the guidewire was not able to pass completely through the catheter's lumen, and became stuck approximately 2/3 of the way through the device. The user indicated that there was a visible kink in the catheter tubing. No patient was affected by this malfunction.

Manufacturer narrative:
Patient date of birth and gender is being provided.